Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead position check failed on the right atrial (ra) lead. It was noted that the ra lead exhibited loss of capture as a consequence of the av node ablation when the lead position check failure alert occurred. Cross-talk oversensing of the right ventricular (rv) lead was also observed. The ra and rv leads remains in use. No patient complications have been reported as a result of this event.